Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the stealth 360 peripheral orbital atherectomy device (oad) was used to treat a calcified, tortuous common iliac artery. During distal to proximal treatment, the oad crown seemed to be jumping slightly and not spinning as per usual. Upon removal, it was observed the oad crown had detached and remained on the viperwire guide wire. A dissection was observed. A stent was placed at the dissection site. Two days post procedure, the patient expired from complications.

Event description:
It was reported the stealth 360 peripheral orbital atherectomy device (oad) was used to treat a calcified, tortuous common iliac artery. During distal to proximal treatment, the oad crown seemed to be jumping slightly and not spinning as per usual. Upon removal, it was observed the oad crown had detached and remained on the viperwire guide wire. A dissection was observed. A stent was placed at the dissection site. Two days post procedure, the patient expired from complications. Additional information was received indicating orbital atherectomy did not cause or contribute the patient death. In the physician's opinion, age and other comorbidities led to the patient death. It was also indicated the oad driveshaft fractured, including the oad crown.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported crown jumping, unusual spinning, driveshaft fracture, and vascular dissection appear to be related to operational context. In this case, it is possible that the reported issues are related to patient disease severity and/or use techniques employed. Per medical review, the cause of death cannot be attributed to the use of the peripheral orbital atherectomy device. This is supported due to the successful management of the dissection, absence of reported device-related major adverse outcomes, and the known influence of patient¿s age and comorbidities. The available information is consistent with the physician¿s opinion. It is reasonable to state that the oad may have contributed to the patient¿s adverse event, in this case iliac dissection. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Per medical review, the cause of death cannot be attributed to the use of the peripheral orbital atherectomy device. This is supported due to the successful management of the dissection, absence of reported device-related major adverse outcomes, and the known influence of patient¿s age and comorbidities. The available information is consistent with the physician¿s opinion. It is reasonable to state that the oad may have contributed to the patient¿s adverse event, in this case iliac dissection. Correction: e3 updated: h6 (codes 4118, 3233, and 11 no longer apply).